Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a history anomaly and blood at the site after taking the bent cannula out. The customer's blood glucose level was 344 mg/dl. During troubleshooting, the customer received a no delivery alarm but was able to clear it with a complete set change. The customer was sent a tubing clamp and was advised to call back when they received it to perform the high pressure test. The customer was advised to call back if problems persisted. The customer's infusion set was replaced, but nothing was returned for analysis.